Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was not coming out. The customer reported that the bolus was recorded in the bolus history but the insulin was not coming out. The customer's blood glucose was 350 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer ran test but the insulin did not come out and the bolus was recorded. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.